Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed by technical support to remove the cartridge and inspect the o-ring, which was confirmed to be in place and undamaged. The customer successfully installed a new cartridge and resumed insulin delivery.